Event description:
It was reported intermittently that occlusion alarms occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.